Event description:
It was reported that oversensing was noted on the right atrial (ra) lead on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m-62 lead, implanted: (B)(6) 2014; 4398-88 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.